Event description:
Two cnas were lifting the resident out of bed to transfer to a chair using the viking m - they were approaching the chair from the side when the lift started to tip while underneath the chair - the casters came off the floor and they were slightly injured while trying to prevent the sling bar from hitting the resident. Cna #1 alleged a long scratch on her shin. Cna #2 alleged that the sling bar hit her in the temple area which caused a slight bruise. Resident was not injured. They tried to re-create the scene and the only way they were able to get the lift to tip was to not fully extend the legs.

Manufacturer narrative:
(B)(4). This MDR is part of a retrospective review in accordance with CAPA activities.